Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. It was confirmed that the coating of the power cord at the connection point with the main unit was torn. Since this product was manufactured in 2001, the cause is thought to be deterioration due to over 20 years of use. Cord cannot be repaired because it has been over 20 years since manufacture. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the power cord coating was torn. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.